Event description:
It is reported that the pt was revised due to infection which was preceded by multiple diagnostic procedures and antibiotic treatments. The reporter indicated that another surgery will be performed in approx 3 months as part of the planned treatment.

Manufacturer narrative:
(B)(4). Eval summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1 x 10-6 or better. The sterilization certificate of processing was checked for the four known lots. Therefore, it is highly unlikely that the specified devices caused or contributed to the pt infection. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.